Event description:
Reporter alleged that a patient received results of hi (greater than 600 mg/dl) and 105 mg/dl on the inform system compared back to back within 10 minutes of a result of 2000 mg/dl obtained on a lab system. Reporter states they drew the blood sample for the first test and the lab test from a PICC line and admits that they did not flush it and d-50 was present in the line. Reporter stated that the patient did not receive treatment based on the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.